Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 150cc mentor memorygel breast implant prosthesis. Post-operatively, the patient complained of a firmer feel to both implants. After a visit with her healthcare professional, they were diagnosed with bilateral baker grade IV capsular contracture. As a result, the patient underwent removal and replacement with 400 cc mentor memorygel breast implants on (B)(6) 2021. Refer to manufacturing report number 1645337-2022-00039 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the device was returned to the mentor analysis lab for evaluation on (B)(6) 2022. This information should have been reported in the initial report which was submitted on (B)(6) 2022, but was inadvertently missed. With the returned device, mentor was provided with decontamination documentation on (B)(6) 2022, which stated the date of explantation was (B)(6) 2021. Furthermore, the retuned device, a 425cc mentor smooth round moderate profile saline prosthesis, did not match the device initially reported by mentor, a 150cc mentor memorygel breast implant. After several follow-ups no clarification was provided. As such, the returned device is interpreted to be the complaint device which is identified with; catalog: 3501670. Lot number: 6603686. Serial numbers: (B)(6). A manufacturing record evaluation (mre) was performed for the new reported lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An evaluation was completed on (B)(6) 2022. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4) additional manufacturer narrative: in the initial, the device was returned to the mentor analysis lab for evaluation on (B)(6) 2022.